Manufacturer narrative:
Internal #061997070040

Event description:
During iab therapy the pump exhibited high pressure alarm and upon aspiratioin with a syringe (on the helium line) blood was noted in the tubing. No further details were provided.